Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray controller and the snubber printed circuit boards, and the 70 amp fuse and the power supply number 2 as well as performed a full calibration. The system was tested and found to be working as intended and put back in service.